Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and right ventricular lead sought medical attention due to feeling dizzy. An interrogation confirmed loss of right ventricular (rv) capture and system oversensing. Surgical intervention illustrated a setscrew connection anomaly with the rv lead terminal pin and the device. The physician was unable to reestablish the connection and elected to explant the system's chronic device. Another boston scientific device was successfully connected to this chronic rv lead and the procedure completed with no adverse patient effects.